Manufacturer narrative:
No complaint received with the return of the device. Failure event observed during analysis. Final analysis found external abrasions at 28.4 ¿ 28.6, 29.9 ¿ 30.1 and 39.1 ¿ 39.2 cm from the distal tip breaching the outer insulation distal to suture sleeve tie impression and in multiple locations proximal to suture tie impression. The cause of the external insulation abrasions is consistent with friction to another device or feature of the patient anatomy and with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.